Manufacturer narrative:
This investigation is complete. Should further information become available this investigation will be updated.

Event description:
It was reported that inappropriate shock was reported when it comes to this device. In office maneuvers were performed and reprogramming took place after which the patient received an inappropriate shock once again in the alternate vector. Noise was also seen with arm and device manipulation. At this time the detections were turned off. The patient was hospitalized. Two days later, the vector was changed to the secondary vector and smartpass was reset, no additional inappropriate shocks were seen since the reprogramming took place. No adverse patient effects were reported.